Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the posterior cerebral artery (pca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, after recanalization of the right pca, the patient had mild catheter-induced asymptomatic vasospasm. The patient was given 5mg of intraarterial (ia) verapamil. The event was considered resolved as of (B)(6) 2019. The vasospasm was reported to be a non-serious adverse event with a definite relationship to the index procedure and probable relationship to the jet7.